Event description:
Caller reported that a malfunction occurred with the pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer followed instructions from technical support to reset the pump and continued its use without recurrence of the malfunction. The customer was advised to contact support again if the issue reappeared.